Event description:
Mentor 1600 saline breast implants have triggered numerous health issues and degradation of health and general wellbeing. Left breast pain/discomfort, shortness of breath, heart palpitations, throat clearing/chronic cough, burning chest, cognitive dysfunction (memory brain fog, difficulty concentrating, word retrieval, memory loss), chronic fatigue, chronic inflammation, weight gain and inability to lose with healthy diet and exercise, slow muscle recovery after workout, temperature intolerance, easy bruising, smell/chemical sensitivities, mood swings, anxiety and panic attacks, knee joint pain, low/no libido, night sweats, insomnia, tingling/ numbness in left pinky finger, photosensitivity, gastrointestinal issues, general malaise/feeling extremely unwell, autoimmune/sjogren's syndrome symptoms: (severe fatigue, dry eyes, mouth, hair and skin) exponential number of lab test, lung function tests with no conclusive results. FDA safety report ID # (B)(4).